Event description:
It was reported that the right ventricular lead's impedance is trending higher. The lead was switched to unipolar. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that over the past five months the physician has watched the threshold and impedance rise. The impedance had doubled in this period. The lead was capped and replaced. No patient complications have been reported as a result of this event.